Event description:
The customer reported that the result obtained from a single patient sample was associated with an incorrect patient name when run on a vitros 350 chemistry system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concludes that patient results from a single sample were obtained on a vitros 350 system that was associated with an incorrect patient name. The most likely assignable cause of the event was user error while manually programming the sample, however, this could not be confirmed by the investigation. There was no evidence an instrument malfunction occurred.